Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and inadequate capture thresholds. The lead was capped and replaced. The patient did not experience any adverse events.